Event description:
It was reported that the patient expired. Alert for ventricular tachycardia was received on telemetry. The patient was found unresponsive, cyanotic, and pulseless. No spontaneous respiratory motion was noted. The pacer had spikes, but no evidence of any active perfusion. Reviewed telemetry revealed that the patient went into spontaneous ventricular tachycardia; there was no evidence that ICD was firing as patient was observed. The patient was pronounced dead. The patient had signed dnr.